Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory. A product return was received for the related implantable cardioverter defibrillator. Analysis was performed on the device and lead noise was confirmed via review of recorded egms.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with lead noise. The noise was being read by the device as a ventricular fibrillation episode. Therapy was appropriately inhibited. Lead revision was scheduled. The patient was asymptomatic and will continue to be monitored.

Event description:
Related manufacturer reference number: 2938836-2019-03172 new information revealed that the patient presented for a lead revision on april 18, 2019. A new lead could not be implanted due to an occluded subclavian vein. When the leads were reattached to the implantable cardioverter defibrillator, high, out of range impedance and loss of pacing were reported on all leads. The physician elected to replace the ICD and deactivate high voltage therapy on the lead. The physician planned to discuss laser lead extraction with the patient.

Event description:
New information revealed that the lead was explanted and replaced on (B)(6) 2019. Externalized conductors were reported as well. The patient was stable.